Event description:
Event description boston scientific crm received information that the patient with this pacemaker presented at the emergency room due to syncopal episodes. Noise was noted on the atrial lead resulting in atrial oversensing. Right ventricular capture could not be verified by a technical services electrogram review.